Event description:
It has been reported that after impacting, implant did not secure at baseplate. Removed and replaced with identical implant. Successful on second implant. There was no adverse consequence for the patient.